Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, the customer alleged that control-iq software did not function as intended, and continued to deliver insulin when the customer expected insulin to be suspended. Customer¿s blood glucose was 60-413 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.